Event description:
It was reported that abutment screw fractured. Implant remains placed.

Manufacturer narrative:
Upon visual inspection, the abutment screw was fractured. The complaint was confirmed. The lot number for the abutment was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿